Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is 3004939290-2019-01270. As reported by the scrub nurse at the end of the procedure, a 5f mynxgrip vascular closure device (vcd) was inserted into a 5f 11cm non-cordis sheath, however it was unable to advance to the white marker and resistance was felt. The mynxgrip vcd was removed and a second 5f mynxgrip vcd was opened and the issue occurred again. No patient injury was reported. The device was removed and manual femoral pressure was applied. A digital subtraction angiography (dsa) was taken to assess and confirm the patient was suitable for the mynxgrip vcd. The device was opened and prepped according to the instructions for use (IFU). No visualization was made if the sheath was damaged. On follow up with the nurse, they attempted to insert both mynxgrip devices into a new unknown demo sheath, and it easily passed to the white marker. Case-(B)(4): a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was separated from the catheter. The sealant and procedural sheath were not returned with the device for investigation. The sheath involved in the event was returned attached to the second device (case-(B)(4)). Severe kink was observed in the introducer sheath, device may not be able to pass the kink. However, it is unknown whether the kink on the sheath was due to user manipulation or subsequent handling. An applicable lab sheath was used for performing the insertion per the mynx instructions for use (IFU) on the returned device. No resistance was felt during investigation when the device was inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. No other visual damages or anomalies were observed. A product history record (phr) review of lot f1832501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Case-(B)(4): a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The catheter was inserted in the 5f procedural sheath. The distal tip of the procedural sheath was abutting the balloon. Severe kink was observed in the procedural sheath, device may not be able to pass the kink. However, it is unknown whether the kink on the sheath was due to user manipulation or subsequent handling. The kink in procedural sheath was straighten and no resistance was felt when the device was inserted and withdrawn per the mynx instructions for use (IFU). Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. No other visual damages or anomalies were observed. A product history record (phr) review of lot f1832501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned devices since the insertion/withdrawal test was performed successfully for the devices and there were no damages noted to the distal tips. The exact cause of the issues experienced by the customer could not be conclusively determined. Based on the information available for review and product analysis, access site characteristics (although reported as suitable for mynx usage) and/or concomitant device factors (sheath had a severe kink) may have contributed to the issue reported. However, since the kink was not reported, it is unknown if the severe kink of the returned sheath occurred due to user manipulation after the procedure or shipping factors. When kink was straightened, the mynxgrip device was able to be inserted with no resistance. Therefore, access site characteristics are possible since a tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported by the scrub nurse at the end of the procedure, a 5f mynxgrip vascular closure device (vcd) was inserted into a 5f 11cm non-cordis sheath, however it was unable to advance to the white marker and resistance was felt. The mynxgrip vcd was removed and a second 5f mynxgrip vcd was opened and the issue occurred again. No patient injury was reported. The device was removed and manual femoral pressure was applied. A digital subtraction angiography (dsa) was taken to assess and confirm the patient was suitable for the mynxgrip vcd. The device was opened and prepped according to the instructions for use (IFU). No visualization was made if the sheath was damaged. On follow up with the nurse, they attempted to insert both mynxgrip devices into a new unknown demo sheath, and it easily passed to the white marker. The devices were not returned for analysis. A product history record (phr) review of lot f1832501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the devices and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath events could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath may have contributed to the resistance felt during device insertion since the customer reported that it was able to be inserted into a demo sheath. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Neither the phr reviews nor the information provided suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the scrub nurse at the end of the procedure, a 5f mynxgrip vascular closure device (vcd) was inserted into a 5f 11cm non-cordis sheath, however it was unable to advance to the white marker and resistance was felt. The mynxgrip vcd was removed and a second 5f mynxgrip vcd was opened and the issue occurred again. No patient injury was reported. The device was removed and manual femoral pressure was applied. A digital subtraction angiography (dsa) was taken to assess and confirm the patient was suitable for the mynxgrip vcd. The device was opened and prepped according to the instructions for use (IFU). No visualization was made if the sheath was damaged. On follow up with the nurse, they attempted to insert both mynxgrip devices into a new unknown demo sheath, and it easily passed to the white marker.